Manufacturer narrative:
Product discarded.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA section. (B)(4).

Event description:
On (B)(6) 2014, the patient's son reported that he noticed insulin inside the cartridge compartment of his mother's infusion device. He and his mother thinks the insulin cartridge had leaked the insulin. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.